Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, serial # unknown, product type accessory; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).

Event description:
It was reported that during the implant procedure, the stylet had ¿stuck during removal.¿ it was noted that the implanter tried to remove the stylet multiple times and finally, when unable to do so, removed the lead. It was noted that the lead ¿appeared to be fractured at the distal electrodes.¿ it was noted that the lead was replaced with a different one and the original lead would be returned for analysis. Additional information reported that this was new implant. It was noted that the patient was doing well and was receiving adequate stimulation. Additional information noted that this was the patient's second spinal cord stimulator (scs). It was noted that his other scs system was still ¿in place and functioning.¿ it was noted that the second system was implanted to help new pain areas. If additional information is received, a supplemental report will be submitted.